Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a cut at pink probe, no thixotropic adhesive (ke45) at light guide bundle cover, missing glue on objective lens, pinholes on glue of the light guide lens. There was no patient involvement.